Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to the patient notifier alert. Increased pacing lead impedance measurement was observed. No noise was noted during isometric testing. No other electrical anomalies were noted. The device was explanted and replaced.